Manufacturer narrative:
The meter was returned for investigation. The investigation found a contact spring broken in the battery compartment. Since the spring was broken, the device could only be operated with a replacement housing. When examining the display, many segments all over the display are shown with a weak contrast. The circuit board was tested for damage or contamination. The battery contacts and the circuit board were contaminated by liquid (leaked battery) which penetrated/corroded the solder contacts. The contamination is caused by a handling error. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The customer's meter was requested for investigation. Medwatch field phone number was provided as (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The display was fading, especially where results are displayed. It was difficult to read the results field of the display. When the meter is switched on, the display looks fine at first, but soon afterwards, the display starts fading. There was no allegation of a result misinterpretation due to the issue.